Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was charging too frequently. Initially after implant his settings were really high and he had to recharge three to four hours daily. It was noted that coupling was terrible at first. The patient¿s settings were adjusted so his typical recharge interval was less than an hour every other day. Over the couple of weeks prior to (B)(6) 2017, the patient noticed that recharging was taking an hour or two. The patient had not recently been reprogrammed or switched to a new group. The patient had not recently needed to increase parameters. It was unknown if the patient had any previous overdischarge events. It was noted that the patient charged the ins to 100% full. There were no trauma/falls that could have been related to this issue. The patient did not have any recent unrelated medical procedures. There were no activities/electromagnetic interference related to this event. The patient was to follow-up with a healthcare professional to interrogate the device and pull recharge statistics. No symptoms were reported. The recent increase in recharging duration began in 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the patient was referred to a manufacturer representative (rep) for re-education.